Manufacturer narrative:
Analysis was performed on the returned device and the reported link break was observed as a suture retrieval issue. A (posterior) foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown. Upon follow up, the account stated that the foot break occurred as the physician simulated the cause of device failure outside the patient's body and returned the pieces together with the device. The foot may have been lost during packaging or shipping. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique with a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break was noted after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, a proglide device was successfully used to close the left common femoral artery with no issues. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: a (posterior) foot separation was noted during evaluation of the returned device. The separated portion was not returned. The location of the detached foot is unknown. Upon follow up, the account stated that the foot break occurred as the physician simulated the cause of device failure outside the patient's body and returned the pieces together with the device. The foot may have been lost during packaging or shipping. No additional information was provided.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a proglide device using the pre-close technique with a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break was noted after the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 20f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. Additionally, a proglide device was successfully used to close the left common femoral artery with no issues. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.